Manufacturer narrative:
Currently is it unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported customer's insulin pump had a motor error. She was advised the device would be replaced. The call lost connection. Attempts to contact customer or her mother were unsuccessful. No other information was available. Nothing further reported.